Event description:
Customer reported a protruded drive support cap. Customer's blood glucose reading is 173 mg/dl. Customer's drive support cap has been protruded for past eight months. Advised customer not to manipulate or push on the drive support cap while connected. Advised customer the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.